Event description:
It was reported that approx 4 hours into use the device experienced a blood gas leak with small drops of blood exiting the gas exhaust approx every 10 to 30 seconds. The device required replacement. Add'l info: no change in pt's gas exchange noted, no change in pt's hemoglobin level, no change in delivered liter flow to pt. The dripping persisted at a constant rate for approx 11-12 hours. Although there was no negative impact on the pt it was noted that the sweep gas the pt required dropped from a rate of 9 lpm (with leaking oxygenator) to 3 lpm; no changes in ventilator settings or pt lung volumes noted during this time. The facility disposed off the device because the pt had influenza b and necrotizing streptococcus a in her blood. The facility also reported this event to the FDA on 04/17/2015. The reference number is unk. (B)(4). MFR ref # 8010762-2015-00424.